Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery error. Customer's blood customer was unknown at the time of the incident. Customer stated that the insulin pump alarmed twice in two days. Customer stated that alarm went away after multiple battery changes. The customer declined to troubleshoot for failed battery alarm. The insulin pump will not be returned for analysis.